Event description:
It was reported by the affiliate that the device was used during an unk procedure. It was reported by the affiliate that the device did not work properly. There was no pt consequence. Add'l info rec'd on 09/23/97. It was stated by the affiliate that the scissors did not close correctly.